Event description:
This sheath was used during implant on (B)(6) 2018. Upon insertion the sheath got kinked so it was replaced. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).